Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
The event was not confirmed. Visual inspection: the device was received and damage to the locking feature was noted likely from explantation. The locking wire was disassembled from the insert and not returned. The posterior edges appeared slightly deformed. Since the device was fully implanted prior to the surgeon noticing the deformation of the edges, the source or cause of the deformation could not be decisively concluded. Dimensional and functional inspections were not performed as the device was returned damaged and therefore not in the same condition as supplied. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The event could not be confirmed nor the root cause of the reported event determined from the information provided. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that after the poly was impacted into the tibial baseplate, dr. (B)(6) went to reduce the knee after femur was implanted. He noticed the knee was reduced the posterior edges of the insert had "smashed down" and was distorted. Another insert was open and implanted after removal of the previous one.

Event description:
It was reported that after the poly was impacted into the tibial baseplate, dr. M. Went to reduce the knee after femur was implanted. He noticed the knee was reduced the posterior edges of the insert had "smashed down" and was distorted. Another insert was open and implanted after removal of the previous one.